Event description:
The customer reported that the cardiac output and the pulmonary artery wedge pressure were being reported as periodic values on the interface and that the art and abp mean blood pressure values were being transposed.